Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the bolus totals did not match in pump history. The basal delivery totals reportedly matched the total daily dose active basal program total. The basal history reportedly matched the active basal program settings. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: bolus¿ were calculated from (B)(6) 2016; bolus history deliveries and actual deliveries recorded in the black box total were less than 5% difference from the programmed bolus to actual delivery. The total bolus delivery calculations on each day matched the total daily dose history with no discrepancies; data confirmed to be correct in the pump history. The reported ¿total bolus pump calculating a >5% discrepancy¿ during investigation was unable to be confirmed or duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper traveling toward the case seal. Cracks were also found between the case seal and keypad cover and between the case seal and display lens. Also unrelated to the complaint, the display was found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.